Event description:
It was reported that during a thoracic procedure, the surgeon stated that no staples were coming out of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results showed that the tlv30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 200% inspection takes place during manufacturing to ensure that all staples are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.